Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure a pericardial effusion occurred. Following transseptal puncture with a swartz introducer and a non-abbott transseptal needle, an effusion was noted at the posterior wall of the left atrium. The procedure was not continued and the patient was transferred to the ICU. A pericardiocentesis was performed to stabilize the patient.